Event description:
A caller reported a malfunction with their tandem pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and provided the caller with instructions on putting the pump into storage mode before sending it back. The caller was informed that a replacement pump with updated software would be sent, while they agreed to continue using a backup insulin pump to ensure continuous insulin delivery. Technical support also confirmed the shipping address and ensured the replacement would require a signature upon delivery.